Event description:
Reportedly, on event date, a morphine solution was being administered at an undisclosed rate to a patient. At some point during the infusion, the clinician looked at the source container and determined that it contained less fluid than she expected at that point in the infusion. There was no injury.